Event description:
It was reported that during an aneurysm surgery, the physician encountered resistance while attempting to advance the subject stent, and it became evident that the stent had deployed at the proximal end of the microcatheter. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned, deployed within the hub/shaft of the microcatheter. The subject stent delivery wire (sdw) was found to be kinked/bent. The subject stent was found to be deformed. The sdw distal tip was found to be broken/fractured. The stent introducer sheath distal tip was intact. For functional inspection, no test was performed as the stent deployed prematurely during use was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported damage 'stent deployed prematurely during use' was confirmed during device analysis. The remaining reported damage 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during the delivery process, the physician encountered resistance while attempting to advance the subject stent, and it became evident that the stent had deployed at the proximal end of the microcatheter. Consequently, the physician withdrew the microcatheter and replaced it with a new microcatheter and stent system, successfully completing the procedure'. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Part of the stent was also present inside the microcatheter hub. Once removed, the stent was noted to be significantly deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent. In addition, the sdw was broken/fractured near the distal end of the wire. It was reported in the follow-up replies that the introducer sheath was correctly positioned in the rhv. However, if the rotating hemostatic valve (rhv) vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, as the stent begins to transfer into the moulded hub of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving part of the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description and the analysis findings and the available information relating to this complaint. It is not clear how the distal end of the sdw became fractured. It is likely that this occurred during manipulation of the sdw when attempting to retract the stent from the microcatheter. The reported damage ¿stent deployed prematurely during use¿, ¿stent difficult/unable to advance or pullback through catheter¿ as well as the analysed damage ¿sdw broken/fractured during use¿, ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during an aneurysm surgery, the physician encountered resistance while attempting to advance the subject stent, and it became evident that the stent had deployed at the proximal end of the microcatheter. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.